Manufacturer narrative:
The pacemaker and the lead under complaint were not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents associated with the manufacture of these particular devices as well as of the returned data. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance test of the pacemaker proved the device functions to be as specified. The returned data were inspected. The inspection confirmed the clinical observation. Loss of capture was observed in the available iegm. The data further documented various unsuccessful measurements of the pacing threshold. The trend data showed fluctuating values of the pacing impedance and the rv sensing amplitude since november 2017. Based on the information available for analysis, the root cause of the clinical observation was not determinable. However, a lead damage cannot be excluded. The data did not show any indication of a pacemaker malfunction. In conclusion, the lead and the pacemaker were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The clinical observation was confirmed during inspection of the data. The root cause can most likely be attributed to a lead damage. However, the root cause was not determinable. There is not indication of a pacemaker malfunction.

Event description:
It was reported that approximately 96 months after the implantation, intermittent loss of capture was observed. It was detected by patients (B)(6) watch. The device remains implanted and active.